Event description:
Same case as 2134265-2015-00600 and 2134265-2015-00498. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention, an ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro imaging catheter. During the procedure, the imaging catheter was prepped, bagged and placed on the sled. However, the imaging catheter failed to perform auto pullback. The procedure was completed using manual pull back. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device upn ¿ corrected from h749389420 to h749390140. Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the telescope assembly was not able to properly pull back, advance, or retract due to imaging core windup within the telescope section of the device, an electrical open at proximal wave form shows during impedance testing and no image appeared in the ilab system during image characterization testing. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as 2134265-2015-00600 and 2134265-2015-00498. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention, an ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro imaging catheter. During the procedure, the imaging catheter was prepped, bagged and placed on the sled. However, the imaging catheter failed to perform auto pullback. The procedure was completed using manual pull back. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).